Event description:
The pt received his scs system, including an ipg on (B)(6) 2009. It was reported the ipg has no output and no telemetry. Attempts to establish telemetry with the ipg using a new pt programmer and charging system were unsuccessful. Follow up on the pt found he is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.